Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the driveline being disconnected was confirmed via analysis of the submitted log file. The submitted and downloaded system controller event log files contained approximately 21 days of relevant data combined (23may2023 ¿ 13jun2023, and 14jul2023 per the timestamps). The log files captured the driveline being disconnected on 01jun2023 at 14:33:18. The driveline was reconnected on 01jun2023 at 14:34:50. The driveline was disconnected again on 06jun2023 at 06:22:52 and was then reconnected on 06jun2023 at 06:23:09. The pump ramped up to the set speed without each time that the driveline was reconnected. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The returned system controller was functionally tested and successfully operated in a mock circulatory loop for an extended period of time without any issues. Additional information provided communicated that the patient mistakenly disconnected their driveline on 01jun2023 and on 06jun2023 while they were in a confused/disoriented state. The root cause of the driveline being disconnected was determined to be user error. Incidental findings: fluid ingress was observed in the system controller and on the underlying wires. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 12sep2017. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs the user on how to correctly insert the driveline into the system controller, stating ¿insert the driveline cable connector into the socket, pressing firmly until it snaps into place. Move the safety lock to the locked position, so that it covers the red button.¿ additionally, the heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ warns the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop.¿ the document states that if the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the controller interrogation revealed some low voltages and power cable disconnects. The pump appeared to have lost power at 10:09am when there was a pump off / driveline disconnect alarm. Although the exact timing of events was unknown, it was suspected that the patient died sometime between 9-10am, and then when the nursing staff found them, they disconnected the driveline (at 10:09am) since patient was already deceased. The log captured manual driveline disconnect alarms on (B)(6) 2023 at 2:33 pm (pump off for 1.5 minutes) and on (B)(6) 2023 at 6:22 am (pump off for 22 seconds). The pump was disconnected for the last time at 10:09 am. It was confirmed by the clinician that the patient became disoriented and disconnected their own driveline. Related MFR: 2916596-2023-04326. Related MFR: 2916596-2023-05427.